Event description:
A loss of therapeutic effect was reported. It was reported that on the day of the event, the patient was rear-ended in a car accident. Two days later the patient verified via the patient programmer that the implantable neuro stimulator (ins) was "on and okay." Patient reported that she "doesn't feel right" and has "slowed down" since the accident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3389s-40, lot# v197686, implanted: (B)(6) 2009. Product type: lead: product ID 3389s-40, lot# v104410, implanted: (B)(6) 2009. Product type: lead. (B)(4).